Manufacturer narrative:
As per date analysis on the date of the failure, (B)(6) running on v12.1 ((B)(6) sw12.1.pdf) had been using pump (B)(4) for three four days which is an rp flex. (B)(6) was attempted to be swapped for (B)(6) which was incompatible because it was on v11.1.1. (B)(6) was attempted next but also failed due to being v10.2. At this point, console (B)(6) was reconnected to the pump and was completed successfully. The cause of the aic issue was a software issue due to incompatible sw. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that staff attempted to use two different automated impella controllers ( aic's) when transferring patient from kingwood to houst meth. Both aics took about 40 seconds to read that there was an error with the catheter and wouldn't go any further. Staff noted decision to keep kingwood's aic for now for rp flex without issue. (Bipella). Care was ultimately withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.